Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was found in back-up vvi mode due to cyber-security upgrade. Due to the back-up vvi, the patient was symptomatic. Technical support was contacted and firmware download was successfully performed. The cyber-security upgrade was successful and the patient was in stable condition.